Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 07 june 2024, at 4pm it was reported that the patient was hospitalized due to low blood glucose and was in coma. The patient was visually impaired. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).